Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: a mustang 9 x 4, 18atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 18 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for treatment. It was flushed and inserted into to the fistula through a sheath over a non-boston scientific guide wire. Balloon was attempted to inflate but would not hold pressure and was found leaking contrast under flouroscopy. The balloon was deflated and removed from the patient and reinflated on the table to ensure that there were no missing parts left inside the patient. Balloon found to be intact and found two small holes that were leaking contrast. The physician labeled the device defective and was removed from the sterile field. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon pinhole occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for treatment. It was flushed and inserted into to the fistula through a sheath over a non-boston scientific guide wire. Balloon was attempted to inflate but would not hold pressure and was found leaking contrast under flouroscopy. The balloon was deflated and removed from the patient and reinflated on the table to ensure that there were no missing parts left inside the patient. Balloon found to be intact and found two small holes that were leaking contrast. The physician labeled the device defective and was removed from the sterile field. No patient complications were reported.